Manufacturer narrative:
The pod was received with the soft cannula deployed and cracks in the top and bottom housings. Inspection of the soft cannula did not find it bent, kinked, or damaged. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. The download data showed that an 0x9b alarm had been generated by the pod, indicating that the pod timed out during pod deactivation. Corrosion was observed on the pcb assembly and the top battery. Fluid path testing did not find any damages, tears, or leaks that would result in fluid leaking inside the device. It could not be conclusively determined if the cracks in the housing allowed fluid to enter the device to contribute to the corrosion. It could not be conclusively determined when or how the cracks or corrosion occurred. No other damages or manufacturing deficiencies that would contribute to a communication issue or hazard alarm were observed. The exact cause of the reported communication issue and the observed hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 380 mg/dl, while wearing the pod between 36 and 48 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.